Event description:
Crew opened the unit carton box, tried to connect infant mask to the spur pt connector and could not attach the mask to the connector as spur connector was deformed. Crew performed mouth to mouth CPR right away. Pt condition was not affected. This report is submitted in accordance with part 803 of FDA regulations and should not be construed as an admission by ambu of the accuracy of the statements included in it or of the causal relationship between the use of the product and the injury described.